Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not perform the air removal step. Customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.